Manufacturer narrative:
Intellanav mifi open-irrigated catheter was evaluated by boston scientific. Visual inspection did not note any defects. Functional test shows that the plunger functioned properly. No abnormal resistance was felt when actuating the steering mechanism. The device lumen was leak tested using an isaac hd leak tester (pressure decay test system) and a touhy bourst seal for sealing the irrigation holes and mini electrodes. The lumen pressure decay was measured three times. The unit failes the test due it presents a gross leak. The continuity test was performed, and no problems were detected. The rhythmia test could not be performed since the device was not recognized. Finally, the device was destructively analyzed, and it was observed that the leak was located on the adhesive of the insertion of dual lumen and tubing set irrigation tube, also it was evidence of a saline solution of the pcb. Laboratory analysis was able to confirm the reported clinical observation of noisy electrogram since the pcb has a corrosion due the leak of the saline solution.

Event description:
The complaint is reportable per product investigation results. It was reported that during an ablation procedure for atrial fibrillation, it was noticed that when intellanav mifi oi catheter was introduced into patient, mifi electrograms on both rhythmia and recording system seemed to have a high frequency, low amplitude noise. The noise did not change with articulation or catheter position. All catheter connections were checked, cable was exchanged for a different one, and the mifi electrodes were also paced to attempt to mitigate noise. No effect was noticed due to changes. The catheter was used to deliver rf with no negative impact, but mifi electrograms became extremely noisy during rf, with no biological signals being discernible. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Upon device analysis, the device presented a gross leak during the leakage test, therefore the device was destructively analyzed, and it was observed a leak on the joint of the dual lumen with the extension tube.